Manufacturer narrative:
Incorrect component code g01003 was initially selected in 3002809144-2021-00302-00 and subsequently 3002809144-2021-00302-01. The correct component code is g03001

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Multiple patients were involved in this incident; sid (B)(4). The field service representative (fsr) performed troubleshooting and replaced the alinity pipettor probes (list number 03r96-01) which were causing carryover. A review of service history for the alinity I, serial number (B)(4) revealed no additional discrepant b12 results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the alinity pipettor probes (list number 03r96-01) did not identify any trends. Review of tracking and trending for the alinity I did not identify any trends. Based on the investigation no systemic issue or deficiency of the alinity pipettor probes (list number 03r96-01) or the alinity I, serial number (B)(4) was identified. This event was previously reported via 3005094123-2021-00030-00 on 2/26/21, however an additional product was identified as being involved in the event and therefore this report is being submitted.

Event description:
The customer generated falsely elevated alinity I b12 results for three patients. The following information was provided: sid (B)(6) , tested 2x with error "unable to calculate result. Final rlu read is outside the specification of the highest calibrator." , repeated 6x > 1,476 pmol/l, repeated with dilution > 4,427 pmol/l. Repeated at outside lab using another platform (roche); result was noted as being very high on this sample with no specific results provided to abbott. Sid (B)(6) , initial result 859 pmol/l, repeated 531 pmol/l sid (B)(6) ,initial result 520 pmol/l, repeated 520 pmol/l, 91 pmol/l, > 1,476 pmol/l, 72 pmol/l, 94 pmol/l, and > 1,476 pmol/l. It was noted that sid (B)(6) , was being treated with b12 for poisoning and the customer believes the high results for this patient caused carryover for sid (B)(6) , leading to the discrepancy. No impact to patient management was reported.